Manufacturer narrative:
Product analysis #(B)(4): ¿ equipment used: video inspection system ((B)(6)), ruler 200cm ((B)(6)) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within shipping box; within a plastic bio-pouch and within a dispenser coil. The pushwire was returned stuck within marksman catheter. ¿ damage location details: the pushwire was extending out from catheter hub. The pushwire was found to be bent at ~86.7cm from proximal end. The distal hypotube was found to be stretched. In addition, the shrink tubing was found intact but pulled back from the proximal bumper. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~41.0cm to ~39.2cm from distal end. In addition, the catheter body was appeared to be accordioned from ~30.5cm to ~29.0cm from distal end. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed and the cause for damage could not be determined. The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. It was noted that the pipeline was resheathed more than 2 times. However, based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery as the returned pipeline flex was stuck inside the marksman catheter. In addition, the pipeline flex and the marksman catheter were found to be damaged. From the damages seen on the catheter body (accordioning), pipeline flex braid (fraying) , hypotube (stretching) and pushwire (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline had resistance in the marksman catheter and failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the posterior communicating segment of the right internal carotid artery with a max diameter of 5.8mm and a 3.9mm neck diameter. The landing zone was 3.2mm at the distal end and 3.5mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was significant retention of contrast agent in the aneurysm. No patient symptoms or further complications were reported as a result of this event. It was reported that the surgeon selected ped-375-16 dense mesh stent and selected marksman microcatheter to deliver stent. The microcatheter passed through the lesion, and the tip of the dense mesh stent was deployed about 1/5 length and  it was found that the stent could not be pushed out of the microcatheter. After three attempts, the stent still could not be pushed out. The surgeon removed the stent microcatheter and the dense mesh stent, and found that the stent could not be pushed out in vitro either. The ped-375-18 dense mesh stent was replaced in time, and the surgery went smoothly and completed safely. It was noted that the pipeline failed to open distally. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. It was unknown if any additional steps or other devices were required to open the pipe line. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that resistance occurred in the distal end of the catheter. There was no damage to the pipeline pushwire or catheter observed. The model and lot number of the marksman catheter were model fa-55150-1030, lot number 222434204.